Manufacturer narrative:
The dual gantry fans were returned for analysis. Visual inspection confirmed the fan blade was physically broken on one fan. The dual fan assembly was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dual fan was returned to the manufacturer for analysis. Visual inspection confirms fan blade is physically broken on one fans. Damaged dual fan assembly. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that an abnormal noise was generated from the gantry during a 3d imaging in the operation test. A visit was performed to check the situation on the same day and it was confirmed that the dual fan in the gantry was damaged. Additionally, it was confirmed that it was difficult to return to the dock position due to deformation of the x stage cover. No patient was present.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158, serial/lot : (B)(4), UDI: (B)(4); product ID: bi71000531, serial/lot : (B)(4), UDI: (B)(4). A medtronic representative went to the site to test the equipment. Teh dual fan and x-stage cover were determined to be damaged. The dual fan and x-stage cover were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.